Event description:
A customer was in her elevator sitting on her cane sling seat and the seam broke on one of the sides of the seat, causing her to fall to the ground. Dates of use: (B)(6) 2014. Diagnosis or reason for use: used as a mobility aid and chair for rest.